Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge dropped from 20% to 5% while connected to a power source. In addition, the pump was charging intermittently. The battery gauge later jumped from 5% to 30% after being reconnected to a power source. The customer's blood glucose was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.